Manufacturer narrative:
The insulin pump alarmed due to a faulty connector on the radio frequency board. The insulin pump was also received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer received multiple failed selftest alarms. Customer's blood glucose level at the time 152mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.